Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate.  There was no adverse impact to the customer. Customer declined troubleshooting with tandem technical support.